Event description:
It was reported that the left ventricular (lv), coronary sinus lead was chronically dislodged. The lv lead was capped on (B)(6) 2022 and replaced. The patient was stable.

Event description:
New information received notes a chest x-ray confirmed dislodgement prior to the procedure. No other issues were observed.